Event description:
A customer obtained imprecise, lower and higher than expected quality control results on a single level of vitros tdm performance verifier using two vitros phyt reagent lots tested on a vitros 250 chemistry system. Tdm performance verifier iii: 40.05, 19.4, 18.0, 15.0, 35.0, 10.8, 34.5, 34.5, 33.8, 38.2, 33.7, 20.4, 10.9, 20.4, 19.1, 16.3, 14.2, 15.3, and 12.3 ug/ml vs. 27.5 biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were tested while the vitros phyt quality control results were outside of expected control ranges and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that both lower than expected and higher than expected quality control results were obtained from two different vitros phyt reagent lots that were tested on a vitros 250 chemistry system. The root cause was determined to be analyzer related. Results of precision testing demonstrated that the vitros 250 chemistry system was not performing as expected at the time of the event. An ocd field engineer replaced the wash fluid metering subsystem to return the vitros 250 chemistry system to expected operation. Following this action, acceptable vitros phyt performance was observed. There was no evidence that the phyt reagent lots malfunctioned.